Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 with hyperglycemia leading to diabetic ketoacidosis. The customer's blood glucose level was 34 mg/dl, 500 mg/dl and above 500 mg/dl. The customer was treated with intravenous drip and manual insulin. It was unknown that auto mode was used or not. The other reported events were vomiting and nausea. The device will not be returned for analysis.